Event description:
It was reported that a smiths medical pump alarmed "no disposable clamp tubing.: patient not affected. Unable to determine if air is in the line. Rate is 2.0 ml, volume 89.1 ml, given is 10.9 ml.. No further information available.